Manufacturer narrative:
Alleged failure: the tip of the blade was broken. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the tip came into contact with hard material during use the product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the tip broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip broke during the procedure. The piece was retrieved.